Event description:
Follow-up revealed the patient's ipg was relocated via surgical intervention on (B)(6) 2016. Surgical intervention resolved the patient's issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has been experiencing difficulty recharging her ipg due to it no longer being stationary in the pocket. It was also reported the patient has been experiencing stimulation at the pocket site of the ipg . An impedance check revealed low impedance on a few contacts. As a result, the patient will undergo surgical intervention.